Event description:
It was reported that the pacemaker exhibited t-wave oversensing and the r-waves would switch between having large and small amplitudes, leading to inappropriate storage of a non-sustained ventricular tachycardia (nsvt) episode. It was also noted that there was one beat which was undersensed in one of the nsvt episodes that was reviewed. The pacemaker system remains in service. No adverse patient effects were reported.